Manufacturer narrative:
(B)(4). One pro150 device and a aod1 were returned of the same lot number ¿ 74732 and were inspected. Both aod1 (clips) passed visual inspections. The returned pro150 device with the aod1, failed the articulation because there was a broken articulation cable but was able to be deployed by pulling the orange tab.

Event description:
It was reported that on (B)(6) 2018 a (B)(6) female patient underwent a cobra fusion hybrid procedure and an left atrial appendage management. The surgeon reported that the patient¿s tissue was very delicate. Patient achieved sinus rhythm during ablation with the cobra fusion, once ablation was completed, the surgeon went over to the patients left side to prepare for the application of the atriclip. The surgeon requested echo guidance to confirm placement of a pro150 clip, which was confirmed to be placed with less than 1cm stump. Once the clip was released greater exposure indicated that the clip was not at the base. The surgeon then chose to open another pro150 atriclip with the plan of placing the new clip at the base. With the new clip introduced the surgeon attempted to place the clip over one end of the first clip using the articulation of the device and a grasper. After several attempts and no success, the surgeon then noticed the articulation on the new clip was no longer working. Surgeon took the new clip out to re-evaluate the plan, also decided to try and remove the first atriclip from the laa. Using two graspers he attempted to pull the clip open on an area not near any left atrial appendage tissue. He was able to bring the clip more distally but then a bleed was seen. Surgeon then used the second atriclip to gain control of the bleeding by placing it on the laa. At this moment a mini thoracotomy was performed, but with no success to gain control of the bleeding, the surgeon then chose to perform a full sternotomy. After deliberation with the team, they chose to place the patient on pump and to cut off and ligate the laa. This was completed in 40 minutes pump time and overall added approximately 3 hours to the procedure. The patient was stable following the procedure. This event is a procedure related complication.